Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 99% stenosed target lesion was located in the severely tortuous apical artery. A taxus liberte' 3.00x12mm stent was advanced but would not cross the lesion. When removing the device, resistance was felt and the stent dislodged from the delivery balloon. The stent was located and removed from the patient using an unspecified guide wire to capture the dislodged stent. Ablation was then performed with a rotablator without issue and the procedure was completed with another taxus liberte' 3.00x12mm stent. No patient complications were reported and the patient status was reported as "good".

Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent dislodgement occurred. The 99% stenosed target lesion was located in the severely tortuous apical artery. A taxus liberte' 3.00x12mm stent was advanced but would not cross the lesion. When removing the device, resistance was felt and the stent dislodged from the delivery balloon. The stent was located and removed from the pt using an unspecified guide wire to capture the dislodged stent. Ablation was then performed with a rotablator without issue and the procedure was completed with another taxus liberte' 3.00x12mm stent. No pt complications were reported, and the pt's status was reported as "good".

Manufacturer narrative:
A visual and microscopic examination found that the stent was not returned with the stent delivery system (sds). The balloon was partially inflated which identified that the balloon was subjected to positive pressure. The balloon was also found to have the stent impression on it and pillowing, indicating that the stent was crimped in the correct location during manufacturing. A hypotube kink was identified approximately 42cm from the catheter strain relief. This type of damage is consistent with excessive force being applied to the delivery system. The remaining balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).